Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is called to report and she is trying to set up her care link .customer blood glucose was 400-500 mg/dl. Troubleshooting was performed and customer was not able unlock care link. Product is not expected to return.